Event description:
The customer reported the system shut down as a result of arcing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and placed a power supply on order, but no conclusion can be drawn as repair info is not available.